Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
This device is no longer considered reportable.

Event description:
Additional information received indicates that the physician believed the ipg has met its expected longevity based on the patients settings, therefore, this device is no longer considered reportable.